Event description:
Report received of backflow. The primary tubing set was being used to deliver 500ml of 0.9% sodium chloride at an unspecified rate. After an unspecified length of time, the secondary tubing set was connected to the primary tubing set for piggyback delivery of ertapenem, 33.3mg. The secondary solution container was hung higher than the primary solution container. The pump was programmed to deliver 65ml of ertapenem, at a delivery rate of 99ml/hr. At 1526, the secondary delivery was started. At 1541, the nurse returned to the patient's room and noted that the secondary solution container was empty and the pump display indicated that 18.6ml was remaining to be delivered. It was reported the patient received the delivery in 15 minutes instead of the intended 30 minutes. There were no reported adverse patient effects or delays in therapy critical to this patient. No medical interventions were required. During testing by the pump manufacturer, back flow was noted from the secondary tubing set to the primary solution container. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).